Event description:
It was reported that another company's balloon catheter was used to pre-dilate the lad. Another company's stent would not cross and the other co's balloon catheter was used again for additional dilatation. The minivision would not cross and a dissection was observed in the lad. The pt was then sent to surgery. Reportedly, the pt is doing fine.